Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery did not hold a charge as long as it used to. Customer's blood glucose level was unknown at the time of the incident. Customer stated that they cannot seem to turn it in all the way and if they try to turn it in further it will stop work. Customer stated that insulin pump did not alarmed low battery and they noticed damage on their battery cap, the battery will not screw in all the way. Customer declined addition troubleshooting for the low battery alert. The device will not be return for analysis.